Manufacturer narrative:
(B)(4). Date sent: 6/19/2024. D4 batch #: x7049c. Additional information was requested and the following was obtained: it is an emergency report because there was a burn in this case. There was a burn and a intestinal tract behind turned to white. It was treated with sutures. Where did the original burn occur? Intestine. If it was a skin burn, what was the degree of severity? Na. If it was an internal tissue, what was the size and depth of the burn? Unk. Has the patient had any symptoms? There was a burn and a intestinal tract behind turned to white. It was treated with sutures. Was the patient¿s post-operative care altered in any way? Unk. What is the patient¿s current condition? Unk. What is the surgeon's experience with device? Unk. What heat management techniques were used during the procedure? Unk. Can a generator log be pulled and provided to the ethicon team for analysis? The eeprom data in the actual device could be read out by eeprom reader. No error log was recorded. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad melted. In addition, the black coating of the blade was damaged. The device was connected to a gen11. The device was functional and worked as intended. During functional testing, the device was activated and no abnormal heat observed. The device was disassembled to verify the condition of the internal components and no heat damage associated with the reported issue was found. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activations without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number x7049c, and no non-conformances were identified.

Event description:
It was reported that, during laparoscopic low anterior resection, the device had high heat. The device was used on membrane. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.